Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the emergency department via ambulance after having a cardiac arrest. Remote monitoring showed that an alert had been triggered for noise on the right ventricular (rv) lead. It was also indicated that there was possible loss of capture on one stored episode; however, thresholds were noted to be well within normal limited during testing in the hospital. Another stored episode appeared to have undersensing, which was later detected and the episode was treated and terminated. A third stored episode was indicated to have been therapy inappropriately withheld therapy for several beats for what the device sensed as noise; however, the episode was treated and terminated. It was thought that the device may have been categorizing the noise errantly due to the type of agonal rhythm the patient was in. The patient was indicated to be "brain dead" post arrest, life support w as removed, and the patient died.